Event description:
It was reported that patient fell from a likorall 242 lift and sustained an injury. During patient transfer, the customer noted that the sling bar detached from the lift resulting in the patient falling. The patient was transferred to the hospital for further examination, and application of stitches. An inspection performed by a baxter technician noted that no device malfunction was identified. No further information was available at the time of this report.

Manufacturer narrative:
Initial reporter address: (B)(6). The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.